Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that, on (B)(6) 2013, an arteriotomy closure in the right groin was completed using a starclose se device after an unspecified procedure. Reportedly, four hours post procedure the patient returned to the hospital. During an attempted tomography procedure, the patient went into cardiac arrest and had a stroke with paralysis below the waist. The patient was intubated and was revived. Four hours later, another computerized tomography was performed. That revealed that the patient was bleeding internally. The physician stated that there was a closure failure. Surgery was performed to control the bleeding. The patient was discharged but had more health issues. The patient was in a care facility and under treatment for fecal infection of bed sores on the tail bone and buttocks. A colostomy was performed and 2 weeks later the patient had kidney failure. The patient died of sepsis on (B)(6) 2014 thought to have been due to infected bed sores. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to achieve hemostasis could not be determined. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was provided: the procedure that preceded attempted arteriotomy closure was an attempted angioplasty of the left leg using an access site at the right groin; the lesion could not be crossed. No additional information was provided.